Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the mobile device lost power.

Manufacturer narrative:
(B)(6). D4: additional device information- correction; h4: device manufacturer date- correction.

Event description:
Subsequent to the initial MDR, a correction is required.